Manufacturer narrative:
The reported complaint of the autopulse platform (B)(4) displayed "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and archive data review. The root cause of the error message was due to brake gap out-of-specification in which is likely attributed to normal wear and tear. The autopulse platform was manufactured in december 2011 and is more than 9 years old, well past its expected serviceable life of 5 years. Visual inspection was performed and unrelated to the reported complaint found a bent battery lock. The observed damage appeared to be the characteristics of user mishandling such as a drop. The battery lock needs to be adjusted to address the issue. During initial functional testing, the returned autopulse platform displayed a "system error, out of service, revert to manual CPR" error message, thus confirming the reported complaint. The error was found to be due to the drive train motor brake gap was out-of-specification. The brake gap needs to be adjusted to the manufacturing specifications to remedy the error message. During the archive data review, a system error 139 (unable to hold compression position) message was noted around the reported complaint date, thus confirming the reported complaint. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with a serial number (B)(4).

Event description:
During shift check, the autopulse platform (B)(4) displayed a "system error, out of service, revert to manual CPR" error message. No patient involvement.